Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, after the loading unit was loaded to a new handle, the reload repeated misfiring. The operator replaced the reload to resolve the issue. There was no patient injury.